Manufacturer narrative:
Submit date: 08/02/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports the raytec is getting caught in the seals and in the containers. We have also had problems with unraveling and fraying. The gauze is sticking to the seal and causing it to fray. The issue was identified when opening the tray.

Manufacturer narrative:
There were 35 unopened samples returned with this complaint. The packages were opened and linting was found in 9 of the 35 samples. The reported condition is confirmed. After a visual inspection, gauze was found in the seal. The returned product did not meet quality release specifications. A potential root cause for the reported linting condition is that during the cutting process fibers were loosened from the sponge. This could lead to pieces of cotton falling from the sponge. This product is not intended to be unfolded. Operators manually hand feed the index 10 sponges into the formed pockets of the machine. One of the sponges may have moved over the seal area as the gauze was placed into the pocket. As the machine cycles forward then the gauze can get caught between the paper and tray and become sealed within the package. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, visual inspections for pads that are stuck within the sealed pouch are performed. The lot met all defined acceptance requirements and was released. Formal corrective/preventative actions (CAPA) were opened to address linting/short fibers and is currently in the implementation phase awaiting effectiveness confirmation. Another CAPA request was submitted to address the pad stuck in seal issue however the CAPA was rejected due to the low occurrence rate within the overall population. This information will be utilized for trending purposes to determine the need for additional corrective actions. No containment action is necessary. If information is provided in the future, a supplemental report will be issued.